Event description:
It was reported that the surgeon was having extreme difficulty using his programming system to communicate with the patient¿s device. Hard and soft resets were performed but the issue did not resolve. Follow-up revealed that the handheld ¿does not work anymore.¿ the handheld device has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the handheld was completed on 08/04/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard on 08/04/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The physician reported that the wand was tested and was ok. It was reported that the handheld was unable to interrogate the generator four out of five times.